Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the insulation resistance test failed due to burn on the plastic distal end cover. The air/water cylinder and electrical connector were corroded. There were unknown foreign objects on the nozzle, connecting tube, the adhesive around the light guide and bending section cover likely due to insufficient cleaning. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the nozzle, connecting tube, adhesive around the light guide and bending section cover. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) year since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "corrosion of the air/water cylinder", " foreign material in the nozzle", "foreign material on the light guide-rubber glue", "foreign material on the a-rubber glue" and "foreign material on the insertion section" malfunctions could not be identified. The following is included in the instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown, however it was confirmed that a none-olympus product anisyme x3 detergent 0.5% was used in combination to clean the device. Olympus will continue to monitor field performance for this device.